Event description:
The customer reported that they suspected the probe on the ortho provue analyzer had dripped fluid into the samples and reagents during testing. The analyzer posted an error message indicating the inability to identify liquids levels. Probe drip may lead to dilution of sample/reagent carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood. The customer detected the issue. Preventing the possibility of erroneous results from being reported.

Manufacturer narrative:
A possible root cause was determined. The probe was bent. An ocd field engineer arrrived at the customer site and replaced the metering probe and performed the appropriate adjustments to return the instrument to expected peration. This customer has not logged any similar complaints against this analyzer since this incident.